Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the investigation results, the user could not complete reprocessing due to leakage. Therefore, foreign material remained in air/water channel and air/water cylinder. The root cause of the foreign matter remaining on the device could not be identified. User can detect and prevent the suggested events by following IFU below. Detection method is described in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that white foreign material was found in the air/water channel of the gastrointestinal videoscope. There was no patient involvement.